Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use, the sterilized exterior pack and the blue sleeve inner packaging of the foley catheter were sealed together, so sterilization was not possible when opening the sterilized pack.

Manufacturer narrative:
The reported event was confirmed ¿ manufacturing related. The reported failure was able to be reproduced. The product was used for urological care. Sample was evaluated, and it was observed that the blue polysleeve was seal together with the pouch. The reported event is confirmed as manufacturing related. The potential root cause for this failure mode could be due to operator's handling method. A potential root cause for this failure mode could be due to improper sealing caused by operator's handling method. Based on information in the pfmea, the risk of this failure is low. Current controls in place are adequate to mitigate this failure mode. A review of the device labelling has been conducted for investigation purposed. The jifu is attached on the investigation overview element. The labeling and instructions for use were found to be adequate. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. However, current in-process controls per pfmea are adequate to identify the defect or verify the product integrity. Correction: f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use, the sterilized exterior pack and the blue sleeve inner packaging of the foley catheter were sealed together, so sterilization was not possible when opening the sterilized pack.

Manufacturer narrative:
The reported event was confirmed ¿ manufacturing related. The reported failure was able to be reproduced. The product was used for urological care. Sample was evaluated, and it was observed that the blue polysleeve was seal together with the pouch. The reported event is confirmed as manufacturing related. The potential root cause for this failure mode could be due to operator's handling method. (B)(4) rev 35 (catheter strip packaging & cartoning) was reviewed for this investigation and has addressed in step/item # 7. A potential root cause for this failure mode could be due to improper sealing caused by operator's handling method. Based on information in the pfmea, the risk of this failure is low. Current controls in place are adequate to mitigate this failure mode. A review of the device labelling has been conducted for investigation purposed. The labeling and instructions for use were found to be adequate. The jifu is attached on the investigation overview element. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. However, current in-process controls per pfmea are adequate to identify the defect or verify the product integrity. Correction: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use, the sterilized exterior pack and the blue sleeve inner packaging of the foley catheter were sealed together, so sterilization was not possible when opening the sterilized pack.